Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: according to the complaint report, the filter fractured and the "part that fractured is moved to the pulmonary artery". It is noted that fragment is not removed "because of the risk". No product is returned and no imaging is provided, why the investigation solely relies on the information stated in the complaint report. Given the limited information provided, it would be inappropriate to speculate at what may or may not have happen. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog#igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k090140. Investigation is still in progress.

Event description:
Description of event according to initial reporter: vena cava filter is placed on (B)(6) 2016, the decision is made to withdraw it on (B)(6) 2016. Removal of the filter shows that the filter is fractured, and the part that fracture is moved to the pulmonary artery. The interventionist radiologist considered not to withdraw the fragment because of the risk. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence